Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad traces. No unexpected numbers ramping or scrolling on their own noted. Insulin pump received with cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratches on display window.

Event description:
It was reported by the customer that their insulin pump was unresponsive to use inputs. Customer stated they are unable to program the device because the bolus amounts continue to scroll. Customer also stated they do not recall any significant events that lead to the issue or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.